Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Caller's warfarin dose was changed based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.